Event description:
Caller reported that pump screen went blank unexpectedly, and led was not blinking. There was no adverse impact to the customer's blood glucose level. Contact declined further troubleshooting, and the technical support team was instructed to initiate a return for the demo pump from the field. Pump was not being used for insulin therapy.